Manufacturer narrative:
Other applicable components are: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID:3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial#: (B)(4), product type: programmer patient. Product ID 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient with a neurostimulator for chronic low back pain. It was reported that the patient had a ruptured disc pain down both legs pain in my lower lumbar and sciatica. The patient was implanted and about a month later ¿it still does nothing at all¿. Patient did not even turn it on anymore. It was stated that the patient had to live with ¿big box of metal sticking out of my back¿. "It did not work" but the patient had previously had 100 percent pain relief during their 4 day trial. Additional information from the hcp on (B)(6) 2012 reported that there was no available information regarding the details or the cause as the patient had told them it was working. No injuries were reported regarding this second implant. Additional information was received from the consumer on (B)(6) 2017 reporting that the stimulator never worked for them. Therefore, the patient had not charged the implantable neurostimulator (ins) in a long time and had not used it for more than 5 years. The patient was still in severe pain and was bedridden. It was stated that currently the patient had the device in their body with sor ts of other electrical appliances around them in the house so they must have about 4.0v of electrical information when the human body should be at 0v. The patient wanted to use a ¿grounding earth blanket¿ to sleep on so that it could help bring their body to )v which was proven to help inflammation, help people sleep better, relieve chronic pain, and even help with diabetes. It was stated that the patient¿s trial worked great. The patient had still dreamed of going back to work so the second implant was received. The second implant never worked for the patient. The patient took precautionary antibiotics at this time and the surgery went great but the patient had tried the stimulator out for a month but received no pain relief because their muscles were still totally atrophied. By that point most of their pain was reported to be muscular. It was stated that the patient was unsure but they might have tried it out for another 6 months but after that the device had not been on since 2011. The patient mentioned that their original pain was from working and had ruptured discs from their career.

Event description:
Additional information was received from the patient. The patient reported that they have notified their managing physician of the lack of pain relief "every month since (B)(6) 2011." The patient had been trying different medications as a result of the muscular pain and atrophied muscles. The patient voiced their dissatisfaction with their spinal cord stimulation system, claiming that it "ruined their life." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was just in the hospital and needed an MRI of the brain. The patient stated she only used the ins for a month because it created more pain, so now the device is depleted. The patient said the MRI facility will not give her an MRI. The patient stated the ins was the worst decision of her life. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.